Event description:
It was reported that the pump "stopped delivering medication" and the pump was then replaced one month after the date of implant. A motor stall was reported. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).